Event description:
It was reported that the patient was seen to have high impedance and low output status. It was stated that the patient was sent for xrays. It was noted that no visible fracture were observed. The patient generator was programmed off. No known surgery has occurred to date. No additional relevant information has been received to date.